Event description:
It is reported that the liner is difficult to seat onto the humeral stem.

Manufacturer narrative:
Evaluation summary: the tm reverse surgical technique (B)(4) rev. 1 states on page 22 an alternative approach to locking the poly liner without impaction. The tm reverse liner inserter (B)(4) is designed to insert the poly liner by converting rotational motion and torque into linear force. However with the supplied info an exact cause for the surgeon's difficulty in seating the liner cannot be determined at this time. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.